Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 400 (mg/dl) and diabetic ketoacidosis. Prior to hospitalization, the customer delivered pump boluses to address bg levels. While hospitalized, the customer was treated with intravenous insulin. During troubleshooting with tandem technical support, insulin was not observed exiting the end of the tubing during the fill tubing process after 5 units had been delivered. The contact disconnected the tubing at the luer lock and insulin was then observed after another 5 units were delivered. The contact changed the infusion set tubing and the customer resumed insulin delivery. The contact was not certain whether the customer was released either (B)(6) 2016.